Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 10/17/2016 that on (B)(6) 2016, patient experienced an intermittent out of range signal. No additional patient or event information is available. Transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the global transmitter final functional test was performed and the transmitter passed with no deficiency. The reported customer complaint was not confirmed. The root cause could not be determined post investigation.